Manufacturer narrative:
During review of additional information that provided the same information as initially reported it was noted this event was reported twice under mfg. Report numbers 1225714-2013-02408 and 1225714-2013-02409. Accordingly this medical device report is being redacted. No further information will be provided under this report.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2009 and subsequently expired after the use of the product.